Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient was being seen for radiation treatment. Review of the system under x-ray noted no anomalies. The physician plans to continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.